Manufacturer narrative:
Concomitant medical products: 5076 implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was feeling "shocking and tingling" in their chest. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.